Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl and became unconscious, cause was unknown. Customer was taken to the emergency room (ER) where bg was treated intravenously with dextrose d10 and d50. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that pump history was missing. Reportedly, customer continued using pump for insulin therapy.